Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because, the meter allegedly has a cracked display. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the meter failed testing, the meter was found to have a cracked/broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.